Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up experiencing fatigue. Upon interrogation, the pulse generator exhibited back-up vvi operation. After a firmware download, the device resumed normal function.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 indicated that the pulse generator had exhibited back up vvi operation again. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.